Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was to treat a fistula following a dilatation after bypass surgery. The stent was implanted successfully. On (B)(6), 2012, the patient returned for the planned stent removal. However, when the patient was scoped, the physician observed that the stent was not fully covered; a portion of the stent cover was missing. Reportedly, only two centimeters of the covering was visible. Prior to implanting the stent, the physician believed that the stent was fully covered. However, after the missing cover was noted, the physician was unable to confirm whether the stent was fully covered or partially covered when it was implanted. Tissue ingrowth was present through the uncovered areas of the stent. Due to the ingrowth, the physician decided to leave the stent implanted, and hopes that no additional tissue ingrowth occurs in the future. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient date of birth was not provided, it was reported that the patient was born in the year (B)(6). Although the exact patient weight was not provided, the patient was reported to be obese. The complainant indicated that the device was left implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.